Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect due to daylight savings time. The customer's blood glucose level was between 100-150 mg/dl. Reportedly, the customer corrected the pump time and resumed insulin therapy.